Event description:
Customer reportedly obtained results of approx 510mg/dl on the device, while a professional device read 99mg/dl within 10 mins. No treatment received. No strip info provided and no valid qcs were used. Requested return of suspect device and replacement was sent.